Event description:
Procedure: urological. Reportedly, the device was fitted in 2003. Vaginal erosion was detected in 2005; ablation of the exposed part. Second erosion was detected in 2007. Re-operation of the exposed part as the pt is suffering of leucorrhea.